Event description:
Cormet revision after 6 years.

Manufacturer narrative:
The (B)(4) initial report: device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision to be requested in order to progress with the investigation. Device manufacturing records cannot be reviewed at this time as no precise device details have not been provided for either the femoral head or the acetabular cup components.